Manufacturer narrative:
The report from the field indicated that during a (pci) percutaneous coronary intervention the hub was found to have a leak. There was no reported pt injury additional information will be submitted within 30 days upon receipt.

Event description:
The hub leaked.